Event description:
A malfunction was reported with the pump, indicated by a malfunction code. The customer¿s blood glucose level did not exceed 500 mg/dl, which is within normal range. Technical support assisted the customer with resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to contact technical support if the problem happens again.